Event description:
Conmed sales representative was going through the footswitches he uses for demonstration, checking them, when he came across this one which was labeled backwards. It was wired correctly, just labeled backwards. The labels applied to the treadles were reversed.